Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the infected device. The device was folded upon itself and protruding through the facial defect. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent repair of an incisional hernia. A bard/davol ventralex was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent surgery to remove the failed, infected mesh and to repair a recurrence of the hernia defect. The physician noted that the infected ventralex mesh was "folded upon itself and protruding through the facial defect." And "pus coming from the mesh." The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.